Event description:
It was reported that the external pulse generator (epg) exhibited an error and shut itself off. Technical support (ts) stated that it could indicate a low battery issue, however the caller did not have the epg with them, so the battery voltage could not be measured. The epg is older then 5 years and will be sent in as a trade in. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).